Event description:
It was reported that the physician requested review of bizarre episodes of this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the episode was either ventricular tachycardia (vt) or elevated bundle branch block (bbb) with t wave oversensing. This patient had received multiple shocks. Ultimately later on, this patient's subcutaneous electrocardiogram (s-ECG) appeared flat and noisy with oversensing and out of range impedance measurements. Ts confirmed these later episodes were related to the explant of the device. It was confirmed that this patient was deceased. Noted that this patients s-ICD had previously hit elective replacement indicator (eri).

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This correction report is being submitted to add the evaluation conclusion code that was missing from the initial report.

Event description:
It was reported that the physician requested review of bizarre episodes of this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the episode was either ventricular tachycardia (vt) or elevated bundle branch block (bbb) with t wave oversensing. This patient had received multiple shocks. Ultimately later on, this patient's subcutaneous electrocardiogram (s-ECG) appeared flat and noisy with oversensing and out of range impedance measurements. Technical services confirmed these later episodes were related to the explant of the device. It was confirmed that this patient was deceased. Noted that this patients s-ICD had previously hit elective replacement indicator (eri).